Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/27/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box information verified evidence of power on resets. On evaluation, the pump was returned with visible moisture in the display lens. The pump had a crack in the battery compartment from the threads extending to the case seal. The battery cap that was returned with the pump had stripped threads and was not able to be properly tightened making it easily detachable and causing power loss. There was a crack noted in the cartridge compartment. The audio bolus button was noted to be unresponsive when pressed. The button cover was removed for investigation and revealed adhesive under the button cover. A new test battery cap was used for testing. The pump was exercised for 24 hours with test battery cap, no power loss or rebooting was duplicated. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump cover was removed for investigation and revealed moisture inside the pump.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump goes back to zero units of insulin and takes him through the rewind/load/prime step. This report is made based on the allegation of the power issue.